Manufacturer narrative:
The suspect device referenced in this report has not been returned to olympus. However, the customer informed us that the issue was resolved by using a similar device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Event description:
It was reported, the video system center had a e315 (incompatible scope) when using 2 different scopes. The issue occurred during a therapeutic endoscopic ultrasound. The patient was under general anesthesia and there was a 30-minute delay. There was no health hazard reported due the delay and no evidence that the patient was at risk for injury or any critical diagnosis/treatment. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
Correction to h6 "type of investigation" from "4114 - device not returned" to "10 - testing of actual/suspected device". This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where the event was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Olympus will continue to monitor field performance for this device.